Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
High impedance was reported after performing both a system and normal diagnostics ((B) (6) 2009). Follow-up with the physician revealed that x-rays were taken and evaluated by the physician who saw no lead fractures. Pt was programmed to 0 ma while no interventions have been taken or planned. Good faith attempts to obtain additional info have been unsuccessful to date.